Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, the left ventricular (lv) lead could not be advanced. The lead was not used and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.